Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the battery compartment was cracked from the threads to the case seal left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 21-dec-2017.